Manufacturer narrative:
H.6. Investigation: one used secondary set, model ms3500-15 lot unknown, was received by the customer for investigation. Upon visual inspection, it could be observed that the set's drip chamber was disconnected from the tubing. No other defects were observed. The customer's complaint that the secondary tubing came apart at the junction of the tubing below the drip chamber was verified. A device history record review for model ms3500-15, lot number 20053038 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Visual inspection under magnification was performed on both the internal and external tubing engagement components. It could be identified that the solvent had not been applied to the tubing. This was likely a result of operator error during the manufacturing assembly process. H3 other text : see h.10.

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing came apart. The following information was provided by the initial reporter: material no.: ms3500-15, lot no.: unknown (provided 10885403222610). It was reported that secondary tubing came apart at the junction of the tubing below the drip chamber.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 36 in 15 drop secondary set w/hgr tubing came apart. The following information was provided by the initial reporter: material no.: ms3500-15 lot no.: unknown (provided 10885403222610) it was reported that secondary tubing came apart at the junction of the tubing below the drip chamber.